Event description:
It was reported that while in use on a patient, the pb560 ventilator generated an "ultra-high" priority alarm and failed to continue delivering breaths to the patient. Additionally, the screen froze. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Initial reporter information and patient identifier information cannot be provided due to the restriction by the japan privacy regulation. Medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. The device associated with this event is an authorized product under the emergency use authorization (eua) issued by FDA for the covid-19 pandemic. This device was granted authorization by FDA on (B)(6) 2020.

Manufacturer narrative:
Correction: h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that pb560 ventilator generated an "ultra- high" priority alarm and failed to continue delivering breaths to the patient. Additionally, the screen was in freeze condition. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. Sp found secondary issue with central processing unit (cpu) printed circuit board (pcb) and replaced it to resolve the issue. Ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One cpu pcb was received for failure analysis. The ventilator was powered up and passed the power on self test (post). The ac power cable was disconnected from the ventilator. The ventilator alarmed as expected but it was observed that the cpu card was not recording the event in the "alarm logs". Additionally a "patient pressure calibration" failure was simulated in the "maintenance menu", again this event was not recorded in the "fault check" menu. The fault was isolated to the ¿event memory¿ component, reference designator ic7. The investigation could not confirm the reported issue but found fault with event memory component, reference designator ic7 in cpu pcb as secondary issue, a cause to the reported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality "specifications." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the pb560 ventilator generated an "ultra-high" priority alarm and failed to continue delivering breaths to the patient. Additionally, the screen was in freeze condition. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that pb560 ventilator generated an "ultra- high" priority alarm and failed to continue delivering breaths to the patient. Additionally, the screen was in freeze condition. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue. Sp found secondary issue with central processing unit (cpu) printed circuit board (pcb) and replaced it to resolve the issue. Ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One cpu pcb was received for failure analysis. The ventilator failed the exhalation flow sensor calibration. The fault was isolated to the expiratory flow sensor, component reference designator ic17. The investigation could not confirm the reported issue but found fault with electronic component failure - ic17 in cpu pcb as secondary issue, a cause to the reported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.